Event description:
It was reported that during a routine inspection of attune instrument consignment trays by sterile processing personnel at hospital, three attune instruments were found to be damaged. Two shims were found to have had a crack in it, extending from the metal drill guides to the center edge of each shim. Also, an attune spacer block was found to be missing two of its four bal seal springs. It is unknown when, where, or how the springs became dislodged from the spacer block, and when the shim cracks occurred. Replacement instruments are needed to complete the instrument trays.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary it was reported that during a routine inspection of attune instrument consignment trays by sterile processing personnel at hospital, three attune instruments were found to be damaged. Two shims were found to have had a crack in it, extending from the metal drill guides to the center edge of each shim. Also, an attune spacer block was found to be missing two of its four bal seal springs. It is unknown when, where, or how the springs became dislodged from the spacer block, and when the shim cracks occurred. Replacement instruments are needed to complete the instrument trays. The product was returned to j&j medtech orthopedics for evaluation. Visual analysis of the returned device revealed that the attune spacer block had two springs missing. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. This improper technique could result in damage to the springs and ultimately causing the springs to fall apart. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune spacer block would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.